Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed high pacing lead impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2016. The patient condition was well and monitoring will continue.